Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2000 and (B)(6) 2007. An obturator sling and ams perigee mesh products were implanted. There is no information available as to what product was utilized in each surgery. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedures. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a revision of eroded mesh on (B)(4) 2010. No additional information received at this time. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, urinary problems, recurrence, bleeding, dyspareunia and mesh erosion. The patient underwent mesh removal on (B)(6) 2011 and on (B)(6) 2011 due to mesh erosion. The patient underwent exploratory laparotomy and evacuation of hematoma on (B)(6) 2011.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a sling implantation procedure concurrently with an anterior/posterior repair with ams perigee and apogee system implantations on (B)(6) 2007.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a revision of vaginal mesh erosion along with lysis of adhesions of the anterior vaginal vault and removal of mesh by implanting surgeon on (B)(6) 2008.